Event description:
It was reported that the patient had received medical intervention with hypoglycemia. The patient's blood glucose levels had decreased to 50 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include shaky legs and sweating. In addition, the patient had taken a fall. The patient reports not receiving blood glucose values on their controller. The patient called the paramedics. Upon arrival of the paramedics the patient was treated with snacks and a powerade. The patient was with the paramedics for 15 minutes. The patient reports after this event they were able to apply a new pod and continues glucose monitor and the patient is receiving blood glucose values.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.